Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the screw broke during the procedure and potentially remains in the patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. This investigation will be closed based on probable root cause. Alleged failure: screw broke. According to the manufacture, biocomposites: customer complaint/comment: the notification form stated: "when the screw is placed, it splits complying with the process". Investigation findings are: no indication on either batch manufacturing records that the biosteon screws were nonconforming. Stryker made several attempts to retrieve the reported devices but did not receive any additional information. No images of the reported devices were provided by the clinic making further investigation impossible. The suspected root causes are without additional information or images, the likely root cause is user error by the customer. The corrective action no corrective actions required - no product nonconformity detected. The preventive action no corrective actions required - no product nonconformity detected." The failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the screw broke during the procedure and potentially remains in the patient.